Event description:
The customer reported to olympus there was a perforated working channel on the evis exera ii ultrasound gastrovideoscope. No patient harm was reported. The device was returned and evaluated, and there was a gap of adhesive on the distal end and a stain entered inside the lens through the gap. There was also a gap between the acoustic lens and ultrasound probe. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to damage on the channel tube and a pinhole on the bending section cover the water tightness was lost. Other additional include the following: the insulation resistance value at the distal end did not meet the standard value due to a scratch on the plastic distal end cover; the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. Section d2: device product code is odg.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to customer handling errors, or due to wear and damage with increasing hours of use. The event can be prevented by following the instructions for use (IFU) which state: warnings and cautions ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.